Event description:
This report is based on information provided by philips remote service engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnometer connector has physical damage found during bench repair.